Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, and then an error message populated on it. The cns was monitoring patients on telemetry transmitters when out of the nowhere, the screen went blue and a windows error message appeared. The message read something like "a problem has been detected with windows. File shows that it has an error. File: nv4_disp" then the bme did a hard shut down of the cns and rebooted it. The cns then populated to the normal screen to monitor patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Telemetry transmitter(s) model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H10 additional manufacturer narrative the following is not regarding the the device information for the MDR itself, but to explain why this report was not late as the initial MDR was submitted on 11/05/2021 at 07:26:52 pst pm per webtrader sent box. However, the acknowledgements from the FDA were not received till 11/07/2021. An email was sent to the emdr helpdesk as well to explain this along with the screenshot of when the mdrs were submitted from the webtrader.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, and then an error message populated on it. The cns was monitoring patients on telemetry transmitters when out of the nowhere, the screen went blue and a windows error message appeared. The message read something like "a problem has been detected with windows. File shows that it has an error. File: nv4_disp" then the bme did a hard shut down of the cns and rebooted it. The cns then populated to the normal screen to monitor patients. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, and then an error message populated on it. The cns was monitoring patients on telemetry transmitters when out of the nowhere, the screen went blue and a windows error message appeared. The message read something like "a problem has been detected with windows. File shows that it has an error. File: nv4_disp" then the bme did a hard shut down of the cns and rebooted it. The cns then populated to the normal screen to monitor patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, and then an error message populated on it. The cns was monitoring patients on telemetry transmitters when out of the nowhere, the screen went blue and a windows error message appeared. The message read something like "a problem has been detected with windows. File shows that it has an error. File: nv4_disp" then the bme did a hard shut down of the cns and rebooted it. The cns then populated to the normal screen to monitor patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional information: the following is not regarding the device information for the MDR itself, but to explain why this report was not late as the initial MDR was submitted on 11/05/2021 at 07:26:52 pst pm per webtrader sent box. However, the acknowledgements from the FDA were not received till 11/07/2021. An email was sent to the emdr helpdesk as well to explain this along with the screenshot of when the mdrs were submitted from the webtrader.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display on the central nurse's station (cns) went blue then the system rebooted on its own. When the cns rebooted it gave a windows error message. The cns was monitoring telemetry transmitters. The bme then performed a hard reboot of the cns, which resolved the issue. No patient harm or injury was reported. Investigation summary: based on a review of device history and facility trending, a significant trend that would warrant any corrective action or any further action has not been observed and no further action is required. A definitive root cause cannot be determined. However, it is possible a user related error, such as an improper or ungraceful shutdown of a windows application or the device, could have caused the reported issue. Nihon kohden technical support (nk ts) was able to assist the customer with resolving the issue by providing education and guidance to the customer. The most common root causes of software and/or file corruption are ungraceful exits or improper shutdowns. Ungraceful exits or power loss during software and/or operations are likely to result in corruption of files and/or software. In some case, corruption issues can lead to damage to sensitive components, such as hard disc drives.

Event description:
The biomedical engineer (bme) reported that the display on the central nurse's station (cns) went blue then the system rebooted on its own. When the cns rebooted it gave a windows error message. The cns was monitoring telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Telemetry transmitter(s) model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, and then an error message populated on it. The cns was monitoring patients on telemetry transmitters when out of the nowhere, the screen went blue and a windows error message appeared. The message read something like "a problem has been detected with windows. File shows that it has an error. File: nv4_disp" then the bme did a hard shut down of the cns and rebooted it. The cns then populated to the normal screen to monitor patients. No patient harm was reported.